Manufacturer narrative:
(B)(4). This report is 1 of 3 allegations that had similar event details. Related records: (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2024, it was reported that the patient experienced a cgm inaccuracy. The patient used g7 on 3 different occasions over a few months and each time the device reportedly failed and almost left the patient ¿hospitalized or dead¿ (as reported by the patient). This report is 1 of 3 allegations that had similar event details. It was reported: inaccurate readings leading to incorrect doses of insulin, device failing to connect or stay connected to the network. The inaccuracy was reported to be a 15 mmol/l difference. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.